Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that (8) screws broke during surgery. The problem was resolved by using another low profile neuro (lpn) screw of different size. Surgery was delayed 15 minutes, however, patient is well. This report is 5 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted nor explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The review of the device history record showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed: this complaint is assigned to screw # 7. The drive is lightly damaged, with metal displaced slightly outward at the top of the drive. The head, generally, is in good condition. The threads have been broken off just below the transition/neck area. The missing threaded shaft was not provided. The type and extent of damage incurred precludes the performance of any meaningful mechanical evaluation. The disposition is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.